Manufacturer narrative:
The sample is expected to return for evaluation. A follow-up report will be submitted once the sample has been received and reviewed.

Event description:
The hospital used optione to perform inferior vena cava filter implantation for patients. When the arc-shaped pusher pushed the filter to the iliac vein, the operator felt great resistance. After rotating the delivery sheath, the operator continued to push the filter with the arc-shaped pusher, but it still could not push forward. After three attempts, it could not push forward. Under fluoroscopy, one leg of the main body of the filter was broken and fell off, the operator withdrew the filter delivery system and renewed a new option e filter to complete the operation. Due to the contamination of the instrument, some parts have been discarded.

Manufacturer narrative:
Customer returned the used filter preloaded in the cartridge. The filter was unable to be removed from the cartridge, dry biological material was found in the cartridge. After the filter and cartridge were soaked in 70% alcohol for 3-5 minute, the filter was able to be advanced through the cartridge with the pin (loaded tool), and deployed without issue. The customer complaint alleged a filter leg had broken off from the body of the filter. However, an inspection of the filter found no damage or broken components from the device. The complaint could not be confirmed.

Event description:
The hospital used optione to perform inferior vena cava filter implantation for patients. When the arc-shaped pusher pushed the filter to the iliac vein, the operator felt great resistance. After rotating the delivery sheath, the operator continued to push the filter with the arc-shaped pusher, but it still could not push forward. After three attempts, it could not push forward. Under fluoroscopy, one leg of the main body of the filter was broken and fell off, the operator withdrew the filter delivery system and renewed a new option e filter to complete the operation. Due to the contamination of the instrument, some parts have been discarded.